Event description:
Patient scheduled for cataract and I-stent surgery. The extracapsular cataract extraction was completed and the glaukos istent inject procedure started soon after. The istent device only fired once when it was supposed to have three fires in it. Another istent was opened and used in a successful procedure. The patient was sent back to same day surgery area.